Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield base unit was returned for evaluation: device history record (DHR) - record showed no abnormalities related to the reported failure. Failure analysis - shock cushion has moved forward causing it to not lock properly. The evaluation showed that shock cushion is worn from routine use. 6in transitional teeth are worn and needs to be replaced; shock cushion and 1/4in pin are worn. Adjustment wrench has worn threads the reported complaint is confirmed from the evaluation. The observed condition is likely caused by wear and tear / improper handling. The definite root cause cannot be reliably determined.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00377.

Event description:
This is 2 of 2 reports. A customer reported that the cam lever and locking handle of the a2101 mayfield ultra base unit was loose and does not lock into place correctly. There was no known patient involvement or delay in surgery.